Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that fluid leak and flushing issues occurred. It was reported that during preparation for a procedure, a farawave catheter was selected for use. However, it was not possible to flush the device. Additionally, a fluid leak was also reported. The device was replaced, and the issue was resolved. The procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.